Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck on the rotowire. The 89% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex artery (lcx). A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci). After the procedure, it was noted that the burr become stuck on the rotawire. The burr and rotawire were removed together as one unit from the patient's body. The procedure successfully was completed with another rotapro and rotawire devices. There was no patient complications reported, and the patient was stable post procedure.